Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A doctor reported that an intraocular lens (iol) was damaged during the loading process. There was no patient impact reported. Additional information was requested.